Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a cassette alarming error. Patient involvement unknown.

Manufacturer narrative:
Additional information was received confirming there was no patient injury. One device was received for evaluation. Visual inspection found the tamper seal was broken, a scratched lcd lens, damaged battery compartment, bent latch lock, damaged insulator of the ac port, loose air detector, and damaged dso seal. Found multiple ?high alarm displayed: cassette not attached properly? In the device's event history log. Functional tests were performed. Upon review, the reported problem was duplicated. It was determined that the inoperable dso sensor was the root cause. The dso sensor was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period. Updated health effects.